Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare profession reported that after implantation of intraocular lens (iol), the patient was never able to see correctly. The lens was causing the patient to have foggy eyesight. The lens was exchanged in a secondary procedure. Post lens exchange patient's symptoms were resolved.

Manufacturer narrative:
The file will be reopened if the sample is received. The file indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens (1.50cyl) 23.5 diopter, (1.5 extended depth of focus) lens model was exchanged for a non-company toric lens (+24.0). The manufacturer internal reference number is: (B)(4).